Manufacturer narrative:
The device passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. There was no motor error alarm noted during bolus/basal delivery. There was no excessive no delivery alarms noted. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call of motor error and no delivery alarm with their insulin pump. The customer's blood glucose level at the time of incident was 402 mg/dl. The customer was assisted with troubleshoot, and three motor error alarms were noted in the device's alarm history. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.